Event description:
Pts device at the hosp gave a blood glucose result of 520 mg/dl. A lab was drawn and the result was 307 mg/dl. The next day, the pts device read 159 mg/dl and the hospital device read 99 mg/dl a different device was used with a result of 99 mg/dl. No treatment was given to the pt. Controls were stated to be in range, but values were not given. A request was made for the return of the suspect device and replacement product was sent.